Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced the 2.25x12mm promus element plus stent delivery system to the target lesion and was not able to cross the lesion. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and patient¿s status is good. Returned product analysis revealed stent damage and dislodgement.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the mid to distal end of the stent was stretched and pulled distally along the balloon. As a result the stretched distal end of the stent was positioned out over the tip of the catheter. This type of damage to the stent is more consistent with the stent getting caught on an object during withdrawal, resulting in the stent being pulled out over the tip. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).